Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient gave birth in (B)(6) 2015 and had felt pain at the battery site since giving birth. The battery rubbed on their hip bone. The patient needed to find a hcp in their area. Being pregnant possibly led to the event and the manufacturer representative would have a better idea once they saw a hcp who could interrogate and do a work up on the patient. No troubleshooting was done at this time and the issue was not resolved. The patient was alive with no injury. No surgical intervention had occurred and it was unknown if surgical intervention was planned. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.